Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt's entire device system was explanted due to an infection. The pt was not admitted to the hospital. The type of infection-causing organism was not provided. No information was provided related to the pt's outcome. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.